Event description:
It was reported that a technician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after locator wings deployment, the device was retracted to position the locator wings against the anterior surface of the arterial wall with "too much force" causing the device to be pulled out from the vessel with the locator wings remaining deployed. Manual compression was applied to achieve hemostasis. There were no reported patient adverse effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4).